Event description:
After 3 yrs of implantation, the device involved in this MDR report could not be interrogated. However, proper pasing operation was observed in both chambers.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Other: follow up data received.